Event description:
Tried to start a new medtronic guardian sensor. After going through the two-hour warm-up and four-hour calibration, got a message the sensor no good, need to be replaced. The sensor had been indicating very low blood sugars so I had consumed significant carbs to prevent hypoglycemia. When I removed the sensor and checked blood sugar, I found that instead of 45 it was 185. Carbs I had already consumed drove my blood sugar up to almost 300. Having wasted all day trying to get this sensor started was too late in the day to start another sensor. Of the box of 5 sensors, 2 failed in the same manner. Blood sugar rose to 300. FDA safety report ID # (B)(4).